Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that since cataract surgery, she was unhappy with visual outcome. It was mentioned that she cannot see television or drive, eyes hurt, run and itch constantly. She use glasses for reading. Additional information has been requested and received stating the lens had haze and unable to clearly correct with glasses or contact lens. She mentioned that driving was extremely limited, only when absolutely necessary and unable to read a license plate from a car in front. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient had limited intermediate vision and poor near vision. Post explantation and replacement of lens in left eye, the symptoms resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that since cataract surgery, she was unhappy with visual outcome. It was mentioned that she cannot see television or drive, eyes hurt, run and itch constantly. She use glasses for reading. Additional information has been requested and received stating the lens had haze and unable to clearly correct with glasses or contact lens. There are two medical device reports associated with this patient. This report is associated with the right eye.